Event description:
The company was informed that the pt's device was electively explanted for a technology upgrade. The pt was reimplanted with another advanced bionics cochlear implant. The pt is reportedly doing well.